Event description:
Per the surgeon's report in 2006, the patient had an impedance lost in the clinic and nine open circuits were detected.eight days later a second surgeon familiar with the case reorted that this patient had a skin ulcer that required a revision surgery in 2006. During the surgery, the receiver/stiumulator was lifted to get the tissue to be removed. This caused the array to partially slip out of the cochlea. This was confirmed by a post-op x-ray. Explant/reimplant surgery is scheduled for the following month